Event description:
Info received indicates the brake caster will swivel when in brake.

Manufacturer narrative:
The tech found the caster base was broken. The tech replaced the caster to repair the bed.